Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that insulin was leaking from the patient's infusion set, possibly from the transfer set, but the patient was not completely sure from where the leak was coming. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The returned used transfer set was visually inspected and tested for flow and tightness. The test results were within specifications. The problem mentioned by the customer could not be reproduced.